Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient faced hyperglcemia on (B)(6) 2024 and blood glucose level was 24 mmol/l. Patient got multiple corrections as treatment which leads to low blood glucose level and was hospitalized. No further information was available.

Manufacturer narrative:
E1: patient country: finland. Patient city: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.